Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s) the patient was treated with ancef 1 gram five days apart for three doses intraperitoneally for the peritonitis event. Dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.